Event description:
It was reported to philips that the suite pc failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips field service engineer (fse) inspected the system onsite and confirmed that suite pc failed to start up. Upon troubleshooting, fse found that the system was not starting up. To resolve this issue, fse replaced suite pc and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.